Manufacturer narrative:
On (B)(6) 2012 it was reported that a revision surgery was performed because a patient was experiencing pain and wanted the metal-on-metal implant replaced with a ceramic on poly. The original surgery was performed on or about (B)(6) 2009, meaning the implant had been in-vivo approximately three years and four months at the time of revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records for the metal-on-metal liner, the poly liner and metal inlay, and femoral head showed no non-conforming material reports associated with these products. The device history record evidences that all critical dimensions and specifications were met when released from djo surgical. A review of the product complaint report history shows there are 16 prior complaints against this metal-on-metal liner: two for stability/dislocation issues, one for squeaky hip, two for general pain/discomfort, one loose femoral component, one metal sensitivity, four infection, two liner dissociation (one was not properly engaged into the shell and the other was dissociated due to a protruding screw head), three involved osteolysis, and one revision due to trauma from the patient falling. This is the second complaint for this lot due to osteolysis. The root cause for the revision surgery is listed as pain and the patient requested the metal-on-metal implant be replaced with a ceramic and poly. No information about actual implant wear, any soft tissue reaction observed during surgery, or other adverse conditions was provided to djo surgical. A definitive root cause for the pain cannot be determined in this investigation because; no information about patient activity level, history of trauma, general health condition, confirmed allergies, or other factors that could have contributed to the revision surgery were provided, no x-rays of the components in-vivo were provided for review, and the components were not returned with the complaint. Factors that could have contributed to this complaint include: metal allergy, trauma, poor soft tissue quality/tension, and excessive activity level/range of motion.

Event description:
Revision surgery- the pt wanted the metal-on-metal implant replaced with ceramic and polythylene.